Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. In addition, it was reported the patient had not recharged her ipg in approximately 6 months and has been without stimulation coverage since that time. As such, the ipg is inoperable. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. Reportedly, the patient has effective therapy postoperative and the issue is now resolved.